Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Event description:
The user facility reported a 15-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was stuck in vt (ventricular tachycardia) following impella implant. As a result of the noted condition, the decision was made to explant the pump. The vt converted roughly twelve hours after explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.